Manufacturer narrative:
Additional information was received that the physician did not know what the patient might be allergic to. The patient was prescribed with some medication that seemed to help. The patient was doing well and had no swelling.

Event description:
A report was received that the patient was experiencing an allergic reaction with the ipg several times with symptom of swelling in the tongue, mouth, buttock and stomach. The patient was treated with medrol dosepak and zyrtec.

Event description:
A report was received that the patient was experiencing an allergic reaction with the ipg several times with symptom of swelling in the tongue, mouth, buttock and stomach. The patient was treated with medrol dosepak and zyrtec.

Manufacturer narrative:
(B)(4)